Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and determined part replacement was necessary. The pse replaced the touchscreen to resolve the issue. The device was operational after repairs were completed. No further details regarding device usage at the time of the event were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6). Reporter phone #: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer reported that the v60 touchscreen does not work. Touchscreen offset, and impossible to do the calibration. It is unknown if there's patient involvement. The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.